Event description:
It was reported that during a laparscopic cholecystectomy the device fired clips that either scissored or did not close completely. The event did not change the original intent of the procedure. There was no pt consequence.